Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4). E3: reporter is a j&j employee. H4: the device manufacture date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in colombia that during an unknown orthopedic procedure on (B)(6) 2023, an inflow tubing fms vue 24pk device was used. According to the report, it exceeded the fill limit during use. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided. It was reported, that the technical assistant when making the assembly of the irrigation hose of one day in the pump and when putting it in function, this exceeds the indicated limit of filling. Proceeds to disassemble the cables and uses another irrigation hose. A photo was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned photo. Visual analysis of the photo revealed, the device in used condition. However, it is not possible to verify, the overfilling condition of the chamber. A manufacturing record evaluation was performed for the finished device#: 3005893. And no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected and released to approved specifications. Based on the investigation findings, the reported complaint was not confirmed. The device is required for testing. The photo provided does not contain enough evidence to determine, why the customer experienced the failure. Hands on analysis should provide the required evidence to provide a root cause. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.